Manufacturer narrative:
The evaluation of the subject device confirmed the followings; defect of the printed circuit board was noted. Defect of the video connector socket lock was noted. There is possibility that the reported event was caused by the defect of the printed circuit board and the video connector socket lock. If additional information becomes available, this report will be supplemented.

Event description:
No endoscopic image was output from the sdi terminal of the subject device.there was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. Based on the legal manufacturer's investigation, the failure of the printed circuit board was likely caused by an accidental failure due to an excessive force or the application of static electricity to the serial digital interface (sdi) output terminal and its periphery, causing the image output issue. The video connector socket lock was most likely broken by pulling out the lock lever (video connector socket) without releasing it; or the "up" mark on the video connector was not checked and was connected to the video connector socket, resulting in failure. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.